Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported on an unknown date approximately 5 years post the index procedure the patient presented and a type ia endoleak was identified. The aneurysm size was reported to be 130mm. A tavr procedure was scheduled for (B)(6) 2021 where the aortic endografts were planned to be explanted however on the (B)(6) 2021 the patients aneurysm ruptured. Intervention was completed where 2 28mm endurant cuffs were implanted. The first cuff was deployed at the level of the sma covering both renals. The second cuff was deployed distal to the first cuff. The type ia endoleak was no longer present and the aneurysm was not filling on the final run. It was reported by the physician that the patient expired. No cause of the death was provided however the physician commented that the patient had other comorbidities. No additional clinical sequelae was provided and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the type ia endoleak was identified approximately 2 weeks before the aneurysm ruptured. The patient was also having heart issues and needed a heart valve replacement. The plan before the rupture was to have the patient's heart valve replaced and have the aorta repaired with a open procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported per the physician, the cause of the type ia endoleak was neck dilation, the cause of the rupture was the large aneurysm of 13cm and the cause of death was the rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.